Event description:
It was reported that a transmitter battery issue occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A: patient information - correction. B5: describe event or problem ¿ correction. D10: - concomitant medical product - correction. G3: date received by manufacturer - additional. H2: type of follow up - correction/additional information. H6: type of investigation - correction, please disregard code 4121. It was submitted in error on the initial MDR.

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.